Event description:
Additional information provided by the reporter confirmed that there was no impact or injury to the patient and all pieces were removed.

Manufacturer narrative:
The reported device has not been returned to conmed for evaluation and its location is unknown. No photographic evidence has been provided. Therefore, the reported detachment failure cannot be verified, and root cause can not be identified. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of two complaints involving two devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 35 complaints, regarding 37 devices, for this device family and failure mode. During this same time frame 459,560 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU it also advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to; reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare medium (34mm) cup # 60-6085-201a, lot 201910281 experienced on (B)(6) 2020. It was reported only that "we have been having an issue with the medium vcare falling apart once removed from uterus. Today, it fell apart in the uterus." It is noted the hysterectomy procedure was completed however no alternate was used. There is no indication of any impact or injury to the patient. To date, although multiple attempts have been made to gather additional information, the only clarification received was that the customer explained that the cup would detach from the shaft of the v-care and become stuck in the uterus. No other information was made available. Although there is limited information on this reported issue, due to previous filings for similar events with this device, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence.